Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reports patient's stimulation is starting and stopping every three minutes since they had a series of falls, starting a week ago. Patient states they have had 4 falls since then. Patient reports when the therapy stops, an error message appears on the controller. Rep reports that cycling is turned off and impedances are normal. Rep did not know what the error message stated, but the patient states it said to call medtronic. Rep states the patient was programmed at 3.4 and 2.9 ma originally, and they changed them to 3 ma in the clinic. With this, the patient did not experience the stimulation stopping, or the error message. Ts advised rep to have the patient take a picture if they see the message in the future.